Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The patient presented with high grade stenosis involving the mid left anterior descending (lad) artery (90% stenosed) and the distal right coronary artery (rca) (90% stenosed) and the 1st obtuse marginal (om) branch (80% stenosed) of the circumflex (cx). A left ventriculogram demonstrated normal global left ventricular systolic contractility. The right groin was anesthetized using 1% xylocaine. The right femoral artery (rfa) was accessed. Using a pigtail catheter and a hand injection of contrast a selective bilateral coronary angiogram of the left ventricle was performed. This revealed high grade stenosis involving the mid left anterior descending (lad) artery (90% stenosed) and the distal right coronary artery (rca) (90% stenosed) and the 1st obtuse marginal (om) branch (80% stenosed) of the circumflex (cx). A left ventriculogram demonstrated normal global left ventricular systolic contractility. At this point, the decision was made to proceed with a coronary intervention. A left coronary 6 french guide catheter was used and a bmw guide wire was advanced down the lad. The lesion was predilated with a maverick 3.00 x 15.0mm balloon and a taxus express2 3.00 x 16.0mm drug eluting stent (des) was advanced and deployed at 12 atms. The physician attempted to remove the stent delivery system (sds) out of the guide catheter but the balloon appeared to be stuck to the stent and thus quickly pulled the guide catheter in the left main (lm) and extending to the level of the lad. The guide catheter was quickly removed with some finesse. The balloon then released from the stent and was removed. The catheter was reengaged. Repeat angiograms revealed a dissection of the lm which spiraled down the cx, consequently occluding the proximal om, in addition to the already occluded distal om. The dissection also appeared to extend to the lad, however, the stent appeared to be open and in good position. At this point, the decision was made to advance the wire down the lad in case there was complete occlusion of the lm so there would be an option to place a stent. An intra-aortic balloon pump was not used due to the patient's history of peripheral vascular disease and the concern for the abdominal aorta. The patient remained stable and was taken to coronary bypass surgery without complications. While being transported to the operating room the patient had a few complaints of chest pain and relatively stable blood pressure. After the CABG, the pt was transferred to cvr intubated, in critical but stable condition.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.